Event description:
Pt receiving cyclic total parenteral nutrition daily. Total parenteral nutrition prepared (3-in-1) and tubing attached & primed at pharmacy on 6/10/98. On 6/12/98 nurse at home noted bag leaked and that tubing had come detached at end of cassette area. Bag never given to pt & was discarded.